Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor alarmed sensor error. The sensor was removed and it was discovered that the sensor cannula was missing. The patient's blood glucose at the time of incident was 158 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.